Event description:
It was reported to covidien that the display shows digits incomplete in the area of spo2. There was no patient involved.

Manufacturer narrative:
Missing segments were verified. The display pcb was replaced. (B)(4). The serial number of the display pcb precedes a corrective and preventive action taken by the manufacturer.